Manufacturer narrative:
Device not returned for eval, as it was implanted. Internal investigation in progress, but not yet complete.

Event description:
During a variax dr procedure, the surgeon set up the plate and the aiming block and inserted screws to the distal holes of the plate. During inserting screw to middle hole of the plate (the distal of the oval hole), he noticed plate deformation and extracted the plate and screws. The plate was deforming greatly as compared with the template. He reset the form and implanted it again.